Event description:
Two reports on this: one which stated the clipper didn't fire each time used. The most recent report states doctor tried to use the clipper on an artery and no clip came out, and "almost" cut the artery. This in turn took more time during the surgery since he had to fix it while I had to run to get another clipper. Feedback from the doctor was that the clipper was handed to him during a critical portion of the case without a clip loaded. I am uncertain if this is an issue with the clipper or with the technician not insuring a clip was loaded. All I can say is the artery was "severed" secondary to this event. The manager followed up and this is her response. I spoke to the rnfa who was assisting the doctor with this procedure. This was a new clip applier, not a reprocessed one. I will speak to the other vascular surgeons to see if they have experienced similar issues. This is an ethicon product.======================manufacturer response for ligaclip multiclipper medium, ligaclip (per site reporter).======================at this time, manufacturer has emailed back to purchasing some follow up questions for their review.